Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint of a broken tip. The instrument was found to have a broken grip at the grip base. A piece approximately 1.240" x 2.720" was found to be broken off the yaw pulley. The broken piece was returned. This failure is typically attributed to mishandling/misuse. The complaint regarding instrument was found to have a broken tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument was found to have physical damage of a broken tip. There was no report of patient involvement.